Event description:
It was reported during in clinic follow up that the atrial lead exhibited oversensing due to noise that resulted in inappropriate mode switch. Programming changes were implemented. There were no patient consequences.